Event description:
Covidien endo staplers not functioning safely as staples are crossing over the ends causing tissue damage. During a laparoscopic cholecystectomy, the covidien endo clips would not work for the surgeon. We went through 5 staplers that all malfunctioned. The clips are crossing over each other at the tips causing tissue damage. This has been reported to our "org," risk, and the vendor /manufacturer. The surgeon had to remove the clips causing prolonged surgery. This is a recurrent issue that I understand other facilities have experienced with this product. Medtronic/covidien.